Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient alert sounded, and high out of range pacing impedance was observed on the right ventricular (rv) lead. The lead pacing polarity was reprogrammed with audible alert turned off. The lead remains in use.